Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for pacing impedance that exceeded the programmed upper limit. The physician felt it was a slow chronic but stable rise in pacing impedance. The rv pacing impedance alert threshold was increased, and the rv lead remains in use with close monitoring. No patient complications have been reported as a result of this event.